Event description:
Mandatory medwatch received. The report stated, "pt was on pca pump. Morphine 1.5mg doses at 8 min intervals for a maximum dose of 24mg in a 4 hr period was ordered and initiated. Approximately 9 hrs after initiation of the pump & after receiving a total of 29mg, the pt experienced respiratory arrest that was relieved following administration of narcan. Upon measuring the morphine left in syringe, 17mg were not accounted for on the pump log". The customer was contacted & reported, at 6:00pm in 2002, the pump was programmed at the above mentioned pump settings. At 1:30am the next day, the rn noted the pt's oxygen saturation level decreased & the pt was instructed to "take keep breaths". At 3:00am, the family alerted rn that "something did not seem right". The pt was found in respiratory arrest & code was called. The pt was given 0.2mg of narcan & responded within 1 min with spontaneous respirations. 18 mins later, the pt was given 125mg of solu-medrol and was transferred to the ICU. The amount of medication left in the vial was 10mg instead of the expected 27mg. The pump history shows two, 1.5mg pt initiated deliveries completed after the syringe was placed in the pump at approx 1:00am. It was reported, "the tubing was clamped when the pump door was opened." Rn noted, "the family controlled the pt pendant & was pushing the button". The md reported possible allergic reaction to medication. The pt was discharged 2 days later with no adverse sequelae. Though requested, no further info was available.